Manufacturer narrative:
The device was not returned to edwards as it was reported to not be available. Attempts to retrieve additional information were unsuccessful. The cause of the event cannot be determined.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it is not available. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The DHR review was started and finished in irvine. There are no related ncr's. The DHR review is complete.

Event description:
Through implant patient registry it was learned a 27mm 7300tfx mitral valve implanted seven (7) years, three (3) months, was explanted due to unknown reasons. The explanted device was replaced with a 29mm 11400m mitral valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.